Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color when the blocker was withdrawn, resulting in failure of hemostasis. There was no reported patient injury. The device was used at the end of a renal arteriogram. The procedure was performed using a retrograde approach, and the device was stored and prepped according to the IFU. The physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. A non-cordis 6f sheath was utilized as the catheter sheath introducer. Regarding the femoral puncture site, suitability was verified via angiography, including confirming the insertion angle of 30-45 degrees, and the vessel diameter was greater than or equal to 5 mm. The site had no visible calcium, plaque, or stent near the puncture location. There was no vessel tortuosity, stenosis greater than 50%, or evidence of pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. However, the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not display any red color during retraction. Upon removal of the device, the indicator wire loop was deployed and showed no anomalies. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color when the blocker was withdrawn, resulting in failure of hemostasis. There was no reported patient injury. The device was used at the end of a renal arteriogram. The procedure was performed using a retrograde approach, and the device was stored and prepped according to the IFU. The physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. A non-cordis 6f sheath was utilized as the catheter sheath introducer. Regarding the femoral puncture site, suitability was verified via angiography, including confirming the insertion angle of 30-45 degrees, and the vessel diameter was greater than or equal to 5 mm. The site had no visible calcium, plaque, or stent near the puncture location. There was no vessel tortuosity, stenosis greater than 50%, or evidence of pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. However, the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not display any red color during retraction. Upon removal of the device, the indicator wire loop was deployed and showed no anomalies. A non-sterile vascular closure device 6f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found locked. No other anomalies were observed during this analysis. Additionally, a cordis catheter sheath introducer (csi) was returned inserted on the device. Exoseal functional testing was executed firstly pulling the indicator wire to achieve the black/black position and finally, depression of the deployment lever. This resulted in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration. During this evaluation, no signs of obstruction or any impediments were observed, that could be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since during functional analysis of the device, the window achieved the three-color stages. In addition, no anomalies were noted in the internal mechanism. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color when the blocker was withdrawn, resulting in failure of hemostasis. There was no reported patient injury. The device was used at the end of a renal arteriogram. The procedure was performed using a retrograde approach, and the device was stored and prepped according to the IFU. The physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. A non-cordis 6f sheath was utilized as the catheter sheath introducer. Regarding the femoral puncture site, suitability was verified via angiography, including confirming the insertion angle of 30-45 degrees, and the vessel diameter was greater than or equal to 5 mm. The site had no visible calcium, plaque, or stent near the puncture location. There was no vessel tortuosity, stenosis greater than 50%, or evidence of pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. However, the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not display any red color during retraction. Upon removal of the device, the indicator wire loop was deployed and showed no anomalies. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color when the blocker was withdrawn, resulting in failure of hemostasis. There was no reported patient injury. The device was used at the end of a renal arteriogram. The procedure was performed using a retrograde approach, and the device was stored and prepped according to the instructions for use (IFU). The physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. A non-cordis 6f sheath was utilized as the catheter sheath introducer. Regarding the femoral puncture site, suitability was verified via angiography, including confirming the insertion angle of 30-45 degrees, and the vessel diameter was greater than or equal to 5 mm. The site had no visible calcium, plaque, or stent near the puncture location. There was no vessel tortuosity, stenosis greater than 50%, or evidence of pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. However, the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not display any red color during retraction. Upon removal of the device, the indicator wire loop was deployed and showed no anomalies. The device was not returned for evaluation as previously expected. The reported event of ¿indicator window-no change to indicator¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the no change to the indicator reported. However, vessel characteristics and procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color when the blocker was withdrawn, resulting in failure of hemostasis. There was no reported patient injury. The device was used at the end of a renal arteriogram. The procedure was performed using a retrograde approach, and the device was stored and prepped according to the IFU. The physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. A non-cordis 6f sheath was utilized as the catheter sheath introducer. Regarding the femoral puncture site, suitability was verified via angiography, including confirming the insertion angle of 30-45 degrees, and the vessel diameter was greater than or equal to 5 mm. The site had no visible calcium, plaque, or stent near the puncture location. There was no vessel tortuosity, stenosis greater than 50%, or evidence of pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. However, the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not display any red color during retraction. Upon removal of the device, the indicator wire loop was deployed and showed no anomalies. The device was later returned for evaluation as previously expected.